Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hyperglycemia. The customer¿s blood glucose level was 32 mmol/l, treated with manual injection. Customer refused to troubleshooting for high blood glucose. Customer stated that they received changed the sensor and calibration was not accepted alert twice. The device will not be returned for analysis.